Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. The fse conducted follow-up with the customer over-the-phone to address the reported event. The fse was informed that the customer performed repower and restart of the instrument and the error is no longer occurring. Customer ran rack rotation test with full racks and no errors were detected. Instrument is functioning as intended and there were no errors occurring. The most probable cause for this event is unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 2301 sample rack not moved on their aia-900. The error occurred 4 different times with 4 different racks and samples in different positions within the rack. The customer indicated that they used canned air to blow on the belts, and pusher feet but the error still occurs. The technical support group (tsg) asked the customer to repower and restart the instrument but the error still occurs. Customer requested service in order to address the reported issue which resulted in delay reporting of results for lhii and e2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results